Event description:
It was reported that the burr became stuck in lesion and on the rotawire and burr detachment occurred. The 30mm, 2.5mm - 2.75mm in diameter, 90% stenosed target lesion was located in the moderately tortuous and severely calcified distal left circumflex coronary artery. A 1.50mm rotalink plus and a rotawire were selected for use. The setting of rotational speed was from 190,000 to 200,000rpm, with 180,000 to 190,000rpm for each ablation for 15 seconds. During the procedure, at third ablation, it was noted that the knob was pulled back a lot; however, the burr remained in the lesion area. The first physician thought that the burr was not stuck in the lesion, but the second physician thought otherwise. Then, the shaft of the burr was pulled, still the device did not move. Consequently, the burr was pulled together with the rotawire and was caught in the ro marker of the wire. When the devices were successfully pulled out of the patient's body, it was further noted that the base part of the burr became separated. The procedure was completed with these devices. No patient complications were reported and patient's status was good.

Event description:
It was reported that the burr became stuck in lesion and on the rotawire and burr detachment occurred. The 30mm, 2.5mm - 2.75mm in diameter, 90% stenosed target lesion was located in the moderately tortuous and severely calcified distal left circumflex coronary artery. A 1.50mm rotalink plus and a rotawire were selected for use. The setting of rotational speed was from 190,000 to 200,000 rpm, with 180,000 to 190,000 rpm for each ablation for 15 seconds. During the procedure, at third ablation, it was noted that the knob was pulled back a lot; however, the burr remained in the lesion area. The first physician thought that the burr was not stuck in the lesion, but the second physician thought otherwise. Then, the shaft of the burr was pulled, still the device did not move. Consequently, the burr was pulled together with the rotawire and was caught in the ro marker of the wire. When the devices were successfully pulled out of the patient's body, it was further noted that the base part of the burr became separated. The procedure was completed with these devices. No patient complications were reported and patient's status was good.

Manufacturer narrative:
Device evaluated by manufacturer: the device was return for analysis. It was found that the device has the proximal section kinked. Additionally, the spring tip was kinked. The overall length and outer diameters of the device were within specification.